Event description:
It was reported by the patient that "one of the stitches had come undone and my device has moved down into my armpit." It was later reported by the patient's clinic that the patient has not reported the possible device movement to them nor been seen since reported by the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2011 (B)(6). (B)(4).